Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported, the transducers are crumbling when cleaned with oxivir excel wipes. This reported issue is occurring at several customer hospital sites. No other clinical information or medical intervention was.

Event description:
There was no adverse event reported.

Manufacturer narrative:
After further investigation this complaint is deemed not a reportable event with philips. Physical damage or a defect of the device would be obvious to the user when monitoring under close personal surveillance, as described in the product labeling shipped with the device. This would prompt the user to use alternative methods of monitoring or to troubleshoot the device. Product labeling instructs users to perform a visual inspection before each use, and in accordance with the hospital's policy including inspection of all accessories (transducers, sensors and cables). Users are instructed to not use a damaged accessory. Examine all system cables, the power plug and cord for damage. Make sure that the prongs of the plug do not move in the casing. If damaged, replace it with an appropriate power cord. Inspect the cables, leads and their strain reliefs for general condition. Make sure there are no breaks in the insulation. Make sure that the connectors are properly engaged at each end to prevent rotation or other strain. Therefore deemed not reportable.